Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer's blood glucose was 130 mg/dl at the time of incident. Customer stated that the insulin pump was exposed to ocean water and alarmed button error. Button error troubleshooting was performed and confirmed that time is not advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces on bolus, esc, act, up arrow and down arrow button. No button error alarm and frozen screen noted during testing. Unable to perform any tests due to buttons unresponsive. Time advances properly. The insulin pump was received with moisture damage on electronics and motor assembly, cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.